Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during a pulse field ablation procedure the farawave catheter (lot:35352894) was selected for use, upon reaching the left atrium, they discovered that the guidewire was stuck in catheter while deployment was in the flower position. After confirming there was no tissue entrapment, they found that the guidewire moved freely in the biscuit or basket position but stopped again when switched back to flower. As a result, the farawave catheter was removed. Afterward, they inspected the guidewire and found no issues. The team proceeded with an exchange to a second farawave catheter (lot: 35352897), and all preparation steps were successful, with the guidewire moving properly in both the basket and flower positions. However, the farawave could not be inserted into the faradrive sheath. After multiple attempts, the physician observed that the proximal marker on the basket appeared thicker, causing it to become stuck. The team then exchanged for a third farawave and completed the procedure without further issues. The device is expected to be returned.

Event description:
It was reported that during a pulse field ablation procedure the farawave catheter (lot:35352894) was selected for use, upon reaching the left atrium, they discovered that the guidewire was stuck in catheter while deployment was in the flower position. After confirming there was no tissue entrapment, they found that the guidewire moved freely in the biscuit or basket position but stopped again when switched back to flower. As a result, the farawave catheter was removed. Afterward, they inspected the guidewire and found no issues. The team proceeded with an exchange to a second farawave catheter (lot: 35352897), and all preparation steps were successful, with the guidewire moving properly in both the basket and flower positions. However, the farawave could not be inserted into the faradrive sheath. After multiple attempts, the physician observed that the proximal marker on the basket appeared thicker, causing it to become stuck. The team then exchanged for a third farawave and completed the procedure without further issues. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.